Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿the canine fossa (nl1 region), and chin¿ with 0.1ml of juvéderm® voluma¿ with lidocaine. Approximately three years and seven months later, the patient was injected in the ¿c1; left 0,5 and right 0,5 with total of 1ml of juvéderm® voluma¿ with lidocaine. The same day the patient was concomitantly injected in the ¿c5: right: 0,5 ml; left: 0,5 ml¿ with juvéderm® ultra plus¿ xc. Hcp reported patient experienced ¿inflammatory reaction¿ and ¿edema, hardening and a reddened area.¿ approximately ten months after second set of injections the patient experienced ¿edema, erythema and nodule on palpation¿ in the ¿chin, canine fossa, lips¿ after a month of being treated for non-device related bladder cancer with keytrudae bcg. Sometime ago the patient was also injected in the lips with juvéderm® volift¿ with lidocaine but has no nodules in this area. About three weeks after the symptoms started a usg was requested. The patient was treated with ¿allegra 18o mg 1 tablet a day/predisin 40mg/day for 5 days, after 20 mg a day.¿ the symptoms are ongoing. This is the same event and the same patient reported under ((B)(4)). This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)), (B)(6) ((B)(4)), and (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® ultra plus¿ xc.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿the canine fossa (nl1 region), and chin¿ with 0.1ml of juvéderm® voluma¿ with lidocaine. Approximately three years and seven months later, the patient was injected in the ¿c1; left 0,5 and right 0,5 with total of 1ml of juvéderm® voluma¿ with lidocaine. The same day the patient was concomitantly injected in the ¿c5: right: 0,5 ml; left: 0,5 ml¿ with juvéderm® ultra plus¿ xc. Hcp reported patient experienced ¿inflammatory reaction¿ and ¿edema, hardening and a reddened area.¿ approximately ten months after second set of injections the patient experienced ¿edema, erythema and nodule on palpation¿ in the ¿chin, canine fossa, lips¿ after a month of being treated for non-device related bladder cancer with keytrudae bcg. Sometime ago the patient was also injected in the lips with juvéderm® volift¿ with lidocaine but has no nodules in this area. About three weeks after the symptoms started a usg was requested. The patient was treated with ¿allegra 18o mg 1 tablet a day/predisin 40mg/day for 5 days, after 20 mg a day.¿ the symptoms are ongoing. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4), (B)(6) (B)(4), and (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® ultra plus¿ xc.

Manufacturer narrative:
Additional, corrected, and/or changed data: b6, h6.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional later reported patient is using minocycline with progressive improvement, and the findings of the tests and the pillars of the etiology of the adverse event were discussed.